Event description:
It was reported that this patient with renal failure (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) utilizing a fx coral fx60 hf dialyzer, experienced an allergic reaction during hd therapy on (B)(6) 2025. It was indicated that the patient attended his regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs: blood pressure = 159/76, heart rate = 64, respirations =17, temperature = 97.6, and the treatment was started at 0733. The patient reportedly completed an uneventful treatment at 1103, however after the treatment concluded the patient became hypotensive (value not provided), complained of itching (pruritus), and urticaria was noted on his upper extremities, back, and chest. The patient was treated with normal saline (volume not provided), oxygen (volume not provided), oral benadryl 50 mg, and emergency medical services (ems) were contacted. The patient was discharged from the incenter dialysis clinic ¿awake and alert,¿ and was transported by ems to hospital. Although the hospitalization data was not provided, it was reported the patient returned to incenter dialysis clinic on (B)(6) 2025 for his regularly scheduled treatment utilizing a nipro cellentia 17h dialyzer as prescribed. The patient completed treatment without any reported issues, and the fx coral fx60 hf dialyzer was added to the patient¿s list of allergies.